Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.

Event description:
The brakes would not operate correctly on this stretcher and would ratchet side to side when the brake was applied, and the stretcher was moved.